Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller who stated that arm movements were performed in the clinic; however, the same heart rate response did not occur. The consultant discussed how the minute ventilation (mv) sensor responds to change in thoracic impedance from resting state and the possibility of programming aggressive sensor responses to drive heart rate to selected rate at various levels of aggressiveness. The patient is able to get his heart rate up to the 120 bpm range on his own so maybe he does not need the sensor to drive the rate up to 140bpm, the consultant stated the patient should follow up with his physician for further testing and evaluation of the sensor settings. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is a bicyclist and had been working with device technicians at a nearby hospital for sensor optimization. The patient completed a ten minute workout, the recovery period was increased and the maximum sensor rate (msr) was hit as expected. The technician tried the endurance setting, but it was reset back to active. The patient reported that he felt nauseous while he was making his bed and discovered his heart rate was 140 bpm. The patient stated that if he moves his left arm up and down and above his shoulder, his heart rate increases to that rate after fifteen movements. The accelerometer was programmed off and the high rate still continued with minimal arm activity. No adverse patient effects were reported.